Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alert, no blank display and no missing segments/partial display noted. The insulin pump was received with stripped battery cap coin slot, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that battery cap could not be removed and pieces were getting chipped off when trying to remove cap with quarter or butter knife. Customer reported that there was an icon on display screen showing that battery was depleting. It was also reported that display screen was not showing the time. Customer's blood glucose was unknown. Insulin pump would be replaced.